Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg) the patient experienced a tendency of bradycardia after termination of atrial tachycardia, and developed syncope although pacing rate had been low. The patient presented to the hospital and was hospitalized. It was also reported that high threshold was noted at implant and output was set at 5.0volts/1.0 milliseconds. Measurement results were satisfactory immediately after the device implantation. However, fixation of the leadless ipg was checked by significantly strong pulling and then the tether was cut without re-measuring the data. After the procedure an upward trend of threshold was also noted. As a result of that, high threshold was identified during patient hospitalization. Forcibly pulling the device might be attributed to the high threshold. Pacing failure was confirmed when manual test was performed in the hospital due to increase in pacing threshold. It was also reported that the leadless ipg dislodged at an unspecified time. The leadless ipg was inactivated, and remains in the patient out of service. A new transvenous pacing system was implanted. No further patient complications have been reported as a result of this event.